Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time.

Event description:
It was reported by the patient that he supposedly has a 24 cm hemostar hemodialysis for his plex" treatments. He states the last couple treatments the nurses allegedly have had to reverse the lines to perform his procedure. He states the red line will supposedly flush but allegedly has no blood return. He states that cathflo was supposedly attempted yesterday x1 and there is still allegedly no blood return in the red lumen. He states that when the nurse pulls of the 5,000 unit heparin the catheter on the outside of his chest allegedly collapses. Medical services advised the patient the hemostar should be evaluated for the collapsing of tubing outside his chest and the inability to get blood from the red lumen. No patient injury was report.